Manufacturer narrative:
Batch review performed on 30 october 2023: lot 2218622: 25 items manufactured and released on 28-sept-2022. Expiration date: 2027-09-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 11 months from the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon resurfaced the patient's natural patella and upsized the poly (from 10 mm to 12 mm). The surgery was completed successfully.